Manufacturer narrative:
A systemic product problem was not identified for reagent lots 20523y or 20627g. No related internal non-conformances identified. Based on the information provided by the customer, contamination is likely the root cause of the generated discrepancies. Upon further observation of the lab technician who collected the affected samples, they identified the following: the customer observed that the lab technician who collected the affected samples only gloved on hand (the one hand used to collect the sample). The glove was not removed prior to leaving the patient¿s room. The sample was then placed in the operator¿s pocket and the gloved hand was used to open the door. It was noted that multiple samples were put into the same pocket. After leaving the room, the lab operator pulled their mask down below their mouth using their contaminated gloved hand. Prior to testing the patient sample on the cobas liat, the operator did not re-glove their hand, potentially contaminating the counter, analyzer, and reagents. The operator then transferred the sample using the disposable sterile pipet as indicated in the IFU. The operator then went to collect the next patient¿s sample without changing their glove. Included in the data was a sample collected from the operator in question (patient# 6), who had collected the samples that generated the alleged dual positive samples. The operator's sample tested positive for influenza a and sars-cov-2 two times on cobas liat. Since the lab operator has been retrained, there have been no allegations of dual positive results. Per the assay method sheet (09216235001-02en doc rev. 2.0), due to the high sensitivity of the assays run on the cobas® liat® analyzer, contamination of the work area with previous positive samples may cause false positive result. Good laboratory practices and careful adherence to the procedures specified in this instructions for use document are necessary. Gloves must be changed between handling samples and cobas® sars-cov-2 & influenza a/b assay tube, cobas® sars-cov-2 quality control kit to avoid contamination of reagents. After handling samples and kit reagents, remove gloves and wash hands thoroughly. H3 other text : na

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with 7 patients while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The initial samples were tested on cobas liat and generated a positive result for sars-cov-2 and influenza a (negative for influenza b). Patient 1,2,3,4,5 and 7 had a new sample collected and tested on cobas liat which generated a negative result for all targets. Patient 5 was also retested on a competitor assay (quest pcr) which yielded a negative result. Patient 6 was tested twice on cobas liat, both of which generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The patient was also retested using sofia antigen test (covid and fluab), both of which yielded a negative result. There was no harm alleged. Per FDA¿s eua guidance, 7 mdrs will be filed.